Manufacturer narrative:
Additional review indicated that device code (B)(4) is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jan-13. It was reported that the circumstance that led to the pocket site pain was ¿just move from site a little he thinks¿. That patient stated that behind fine now. The patient went to their doctor to have it looked at and at the time of the report the pain was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported pain at the implantable neurostimulator (ins) site; the patient stated it felt like someone hit him in the back. The patient stated he lowered the stimulation and the pain did not subside. The patient stated he had not noticed a change in therapy. The patient noted the pain was happening intermittently and was related to the positional movement. The patient noted he felt the pain more when he went to sit in a chair, when he was walking, or when he was lying in bed and moving around. There were no trauma or falls related to the issue. The patient noted the pain was sudden in onset. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.